Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was unknown. The customer was assisted with trouble shooting and found the plunger needed to be replaced and manually push the plunger very slowly while keeping the reservoir straight to verify that insulin still exists in the tubing. The pump worked as designed and the customer needed no further assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.